Event description:
There was 2 resolute integrity rapid exchange (rx) drug eluting stents implanted in the lad during the index procedure. It is reported that the second stent implanted in the lad was to treat complications of a dissection.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection).